Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("mal-positioned essure device") and embedded device ("right essure device appears to be within the endometrial stripe") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenoidectomy, tonsillectomy, vaginal delivery, gastroesophageal reflux disease, depression, bipolar disorder, asthma, anxiety, paratubal cyst, parity 5, multi gravida, pregnancy (one pregnancy: (B)(6) 2008 second pregnancy: (B)(6) 2007) and pelvic pain. The patient had a family history of depression and hypertension. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2495 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy.). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Tubal ostia the essure device was carefully inserted and deployed. At least four coils were seen. The same procedure was carried out with the right tubal ostia. Again at least 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: fallopian tubes, bilateral, salpingectomy: complete cross sections of fallopian tubes with a unilateral benign para tubal cyst. Medical device, consistent with essure coil (gross diagnosis only). Uterus and cervix, total hysterectomy: cervix: histologically unremarkable. Endometrium: proliferative endometrium. Myometrium: leiomyoma . Medical device, consistent with essure coil clinical information: chronic pelvic pain gross description: "bilateral fallopian tubes and essure": two pink-tan fallopian tubes with normal fimbriated ends. Fallopian tube #1 measures 5.7 cm in length by up to 0.6 cm in diameter and has a 0.6 cm in greatest dimension para tubal cyst. Fallopian tube #2 measures 6.7 cm in length by up to 0.8 cm in diameter and has a 0.5 cm in length portion of gray, coiled medical device extending from it. Included in the container is a 24.2 cm in length by 0.1 cm in diameter coiled medical device. 2.4 cm in length by up to 0.3 cm in diameter portion of coiled medical device is identified in the uterus and a 0.7 x 0.2 cm portion of coiled medical device is identified extending from one of the cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information, medical history and surgical pathology reports were added. Rcc updated, event - " medical device removal updated to device dislocation" and added an event "right essure device appears to be within the endometrial stripe". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2495 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ ¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2495 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new lawyer's reporter, essure removal via hysterectomy with bilateral salpingectomy added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2495 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.